Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member and patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a loss of stimulation. About a month ago the patient had a fall and lost stimulation after the fall. The patient saw the manufacturer representative at the health care professional (hcp) office last thursday ((B)(6) 2016) and the manufacturer representative was bale to get the stimulation working again. The manufacturer representative told the patient to go home an try some of the settings and then call back to let the manufacturer representative know that the stimulation settings were working. The patient was calling today to say that the stimulation settings were working for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.